Event description:
During a directional coronary athrectomy procedure the cutter was observed under fluoroscopy exiting the cutter window. Since the result was good no further intervention was performed. There reportedly was no pt injury associated with this incident.